Event description:
A home pt's family member contacted baxter's technical service center during the prime cycle in anticipation of the home pt's automated peritoneal dialysis therapy. Per initial report, a nurse connected the home pt's transfer set to the pt line of the homechoice set during prime. Baxter's techninical service center advised the home pt's family member that the home pt should not be connected during prime. No pt injury or medical intervention was indicated at the time of the initial report.